Event description:
Sorin group (B)(4) received a report of a blood leak from the sorin bcd vanguard blood cardioplegia system after the initial administration of cardioplegia to the pt. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a blood leak from the sorin bcd vanguard blood cardioplegia system after the initial administration of cardioplegia to the pt. There was no report of pt injury. The incident was reported to the country's competent authority. This medwatch report is being filed as a result of this action. The investigation is ongoing. A f/u report will be sent when the investigation is complete.